Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer stated that it is a leaking line on the filter. This has been installed on (B)(6) 2023, time 9:45 pm and disconnected (B)(6) 2023, time 9:55 pm. Another line used, still occurring regularly despite the fact that the patient has been properly instructed.

Manufacturer narrative:
Device evaluation: the sample returned, it consists of (1) unit for the returned sample was received inside of a plastic bag which is not its original packaging. Three photos attached in the complaint: a filter of extension set is observed visual inspection: the complainant returned unit was visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to procedure visual inspection. Results: no obstructions, damaged, broken, or other defects were detected in none of the joins of the product. Functional test: leak testing on the sample received was performed using hydrostatic vessel] as procedure. Results: during the leak test, leak is present in the filter air vent. Complaint is confirmed. The IFU for p/n 21-7106-24 was reviewed to verify for any condition or caution that could create leaks during the use of the product (see "cautions" section stated in the IFU). Root cause: as per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. Corrective action: no corrective actions are performed since failure mode is not related with manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.